Manufacturer narrative:
The initial incident report was submitted with incorrect manufacturing site registration number (B)(4). The correct manufacturing site registration number is (B)(4).

Manufacturer narrative:
International zip code: (B)(6).

Event description:
It was reported that during articular labrum repair/arcr procedure, the tip of inserter was checked and found broken off. The broken tip was confirmed at x-ray. Remaining parts of the screw (of the inserter) were retrieved but other parts were remained in the patient. There was a 30 minute delay and the procedure was finished with the same device.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. Visual inspections of the instrument show no manufacturing abnormalities. The implant was detached and the device was returned with the not damaged implant attached in a separate plastic bag. No sutures were returned with the instrument. The parts returned show no manufacturing abnormalities. The returned double fix knotless pk is a single used device and cannot be functional tested. The complaint was not verified and the root cause could not be determined with certainty. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) 3b-related: c-(B)(4), c-(B)(4), and c-(B)(4) it was reported that the metal tip of the inserter ¿remains in the implanted anchor and it could not be removed.¿ based on asdm and iso standards, the inserter material composition would fall into a standardized medical grade alloy and, although not approved for implantation, standardized alloys have not been determined to cause injury or harm when the duration of contact with tissues/blood/bone is short-term. Imaging to confirm location of the device within the shoulder has not been provided; however, per communication, the inserter tip/fragment was confirmed via x-ray to be retained within the anchor. It is unknown if micro-motion could occur. It was reported that the procedure was completed with the same device within a 30 minute surgical extension with no harm to the patient. The patient¿s post-operative condition and if any intervention is anticipated to remove the fragment and/or anchor is unknown at this time. Per the product evaluation, no manufacturing abnormalities were noted and the separately returned implant (screw-portion/invibio peek optima lt3) was not damaged; however, functional testing could not be performed due to the device being a ¿one-time use¿ instrument. In conclusion: based on the information provided, the root cause of the retained ¿remainder of the inserter¿ could not be concluded. The patient¿s post-operative condition and if any intervention is anticipated to remove the foreign body fragment and/or anchor is unknown at this time. Future patient impact beyond possible localized irritation/discomfort and/or dislodgement/micro-motion/migration of the retained inserter tip cannot be determined. No further medical assessment can be rendered at this time.